Event description:
Pt experiencing aicd shocks that are not preceded by palpitation or lightheadedness symptoms. Recent shocks shown to be due ot oversensing. One shock documented recently during sinus rhythm. Portion of 2 leads removed and remainder capped.